Event description:
The customer reported that there was "no response" from the buttons on the defibrillator. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.